Manufacturer narrative:
Other, other text: additional information is provided in h.2., h.3., and h.6. Two (2) photos received for evaluation. Picture one (1) shows the packaging of product. Picture two (2) shows a close-up of the proximal end female luer connector which is observed to have a crack. One (1) unit was received without original package, in used condition. Visual inspection revealed a crack in the female luer connector, crack identified is located along of the luer. Based on the replication of the failure mode evaluation, the crack reported is not attributable to the manufacturing process. The root cause for this event is unknown. A notification was sent to the supplier to inform them about the broken luer. The product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint. For all enquiries or follow-up questions related to the record, do not use (B)(6).

Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during pre-testing, the device was found to have cracks on the connector. No adverse effects have been reported.